Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site whether the stimulation was on or off. The pocket site also felt hot after charging. A nurse practitioner palpated the ipg site and assessed that the ipg appeared to have migrated and also noted evidence of burn on the skin. No medical treatment was provided. Database analysis revealed no anomalies. The patient underwent revision procedure wherein lead and ipg were replaced per physician's preference. The patient was doing well post-operatively.